Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and w ithout magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The stapler was returned engaged. The stapler was returned with the trigger partially engaged, and there were no signs of biological material on the device. The stapler was received with 17 staples left in the cartridge, indicating at least 18 staples were fired by the customer. A crack was observed at the front of the cover block. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple fully formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staple was fired and were able to engage and close into the simulated skin. No functional problem was found with the returned sample. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "bent/deformed - staple forming assembly" could not be confirmed based upon the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned stapler was able to form and release all remaining staples in the cover block without re-opening. A crack was observed at the front of the cover block. The anomaly did not prevent pr oper functionality of the device during functional testing. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "handle was locked in the middle of the application, staples were not opened properly when attached to skin, st aples were twisted when applied, and the handle got stuck. There was no patient injury, but harm to users and lengthening of the operation time as a new device was needed, and additional costs as extra devices were needed." Additional information received on october 28, 2025, indicated that "4 patients were involved. The failures observed were: the handle stuck mid-application on two of the units; staples not opening properly on one of the units; and staples twisted when applied on one of the units. The issue was resolved by taken a new unit to the operation. No direct harm to patient, only lengthening of the operation time and increased cost. No medical intervention was required. Patient's current condition is good." 4 units involved. Associated mdrs: 3003898360-2025-00844, 3003898360-2025-00848, 3003898360-2025-00846 and 3003898360-2025-00845.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "handle was locked in the middle of the application, staples were not opened properly when attached to skin, st aples were twisted when applied, and the handle got stuck. There was no patient injury, but harm to users and lengthening of the operation time as a new device was needed, and additional costs as extra devices were needed." Additional information received on october 28, 2025, indicated that "4 patients were involved. The failures observed were: the handle stuck mid-application on two of the units; staples not opening properly on one of the units; and staples twisted when applied on one of the units. The issue was resolved by taken a new unit to the operation. No direct harm to patient, only lengthening of the operation time and increased cost. No medical intervention was required. Patient's current condition is good." 4 units involved. Associated mdrs: 3003898360-2025-00844, 3003898360-2025-00848, 3003898360-2025-00846.